Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 500mg/dl. The customer indicated that they are unable to calibrate. Troubleshooting advised customer to wait until their blood glucose goes down before they calibrate. The customer indicated that they will visit their doctor today and will discuss the calibration issue. Customer was also advised on sensor usage as customer was unsure if the sensor should be removed. Troubleshooting advised customer that the removal of the sensor is not necessary but if they want to remove it, that would be fine as well. No further details given.